Event description:
It was reported that prior to the implant of a transcatheter aortic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed with a non-medtronic 24 millimeter (mm) balloon. Following the successful implant of the valve at 8 mm on the non-coronary cusp (ncc) and 16 mm on the left coronary cusp (lcc), moderate paravalvular leak (pvl) was observed via echocardiogram. Subsequently, a post-implant bav was performed with a non-medtronic balloon, and a second valve was implanted valve-in-valve. A mean gradient of 38 millimeters of mercury (mm hg) was reported following the implant of the second valve. Per the physician, the patient's bicuspid native valve and the depth of implant contributed to the event. It was noted a 15 minute procedural delay occurred as a result. Approximately 2 days later, a permanent pacemaker was implanted for sick sinus syndrome.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-34}; product lot/serial number (B)(6); product type: {0195-heartvalves}; implant date {non-implantable} medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.